Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient suffers from pain and necrosis. There is no new information that would affect the outcome of the investigation.

Event description:
Patient was revised to address acetabular cup loosening and elevated ion levels. Report noted an abnormal MRI.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.